Event description:
It was reported that "large seroma, bone overgrowth, nerve pain in back, bilateral leg pain-extreme inflammatory reaction, right foot drop now requiring brace. Dates of use: 2010 and 2011. Reason for use: lumbar fusion."

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.